Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2022.

Manufacturer narrative:
Device evaluation the cst-10 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was 1 out of 4 opened from the jagielski 2022 literature paper in relation to the off label use of 10 cst-10 devices of unknown lot number. (B)(6)- jagielski ¿ off label use cst (this complaint). (B)(6)- jagielski ¿ off label use and migration zimmon stent / MDR ref#3001845648-2022-00712. (B)(6) - jagielski ¿ off label use zimmon stent / MDR ref#3001845648-2022-00713. (B)(6) - jagielski ¿ off label use npds / MDR ref#3001845648-2022-00714. Lab evaluation n/a document review including IFU review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0005 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 10 cases of cst-10 used in the treatment of acute necrotic collections (ancs) and walled-off pancreatic necrosis (wopn) which would be considered off label use. (Ifu0005). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review n/a root cause review a definitive root cause for the customer complaint could be attributed to off-label use as there was 10 cases of cst-10 used in the treatment of acute necrotic collections (ancs) and walled-off pancreatic necrosis (wopn) which would be considered off label use, as per ifu0005 "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract " summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Jagielski 2022 ¿ ¿early endoscopic treatment of symptomatic pancreatic necrotic collections¿. Single transluminal gateway techniques (sgt): fistulotomy was located with use of eus. Enterostomy was performed using cystotome (cystotome cst-10, cook endoscopy). Fistula between the gastrointestinal tract lumen and necrotic collection was widened using a 15-mm high-pressure balloon (cook endoscopy or boston scientific). Through the fistula, a lumen-apposing metal stent (lams) (diameter, 16 mm; length, 30 or 40 mm taewoong medical or olympus) was inserted transmurally in each case. Subsequently, through the lams, 7- or 8-fr nasal drain (cook endoscopy) and/or a 7- or 8.5-fr double pigtail endoscopic stent (cook endoscopy) were inserted. Multiple transluminal gateway techniques (mtgt): in patients qualified for creation of another transmural tract between the necrotic cavity and the gastrointestinal tract, the site of fistulotomy was also determined under eus guidance. Enterostomy was performed using cystotome (cystotome cst-10, cook endoscopy). The fistula was dilated using a high-pressure 15-mm balloon (cook endoscopy or boston scientific). Subsequently, a lams (diameter, 16 mm; length, 30 or 40 mm taewoong medical or olympus) was inserted transmurally. Through the lams, a 7- or 8-fr nasocystic drain (cook endoscopy) and/or a 7- or 8.5-fr double pigtail endoscopic stent (cook endoscopy) were inserted into the necrotic collection. Single transluminal gateway transcystic multiple drainage (sgtmd): in patients qualified for sgtmd sub-sequent endoscopic procedures were performed and a guidewire was introduced in the necrotic subcavities with fluoroscopy guidance through the transmural tract created between the necrotic collection and the gastrointestinal lumen. The canals between the necrotic subcavities were dilated with a 8-mm high-pressure balloon (bos-ton scientific) under fluoroscopy and endoscopy guidance. Subsequently, another 7- or 8-fr nasal drain (cook endoscopy) and/or 7- or 8.5-fr double pigtail stent (cook endoscopy) were introduced through those canals and their distal ends were deployed within necrotic subcavities. Direct endoscopic necrosectomy (den)15. The nasal drain was removed and the gastroscope was inserted into the necrotic collection through the transmural stent. The collection was flushed several times with saline and the necrotic content was removed. Using a 15¿20-mm extraction balloon (cook endoscopy) and dormia basket (cook endoscopy or olympus), the necrotic tissues were removed under direct endoscopic guidance. The procedure was repeated multiple times during each necrosectomy session. Subsequently, a nasal drain and/or double pigtail plastic stent were inserted transmurally into the necrotic collection. The use of a cst-10 device in the treatment of acute necrotic collections (ancs) and walled-off pancreatic necrosis (wopn) would be considered off label use.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.